Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that the elecsys tsh assay (tsh) results for and unspecified number of patient samples tested on a cobas 6000 e 601 module (e601) did not match the clinical picture of the patients. The customer also performed a study which compared tsh results for an unspecified number of patient samples tested with the roche tsh assay and with the abbott architect analyzer tsh assay. Significant differences were observed for some samples. The customer provided data for two patient samples that had erroneous tsh results a sample from the first patient, who was born in (B)(6), resulted with a tsh value of 6.240 uiu/ml when tested on an e601 analyzer. This patient also had a ft4 result of 1.25 ng/dl on (B)(6) 2017. The customer stated that the tsh result for this patient was high compared to the ft4 value, which was in the normal range. A first sample from the second patient, a female born in (B)(6), resulted with a tsh value of 6.65 uiu/ml when tested on an e601 analyzer on (B)(6) 2018. A second sample was collected from this patient and tested on an abbott architect on (B)(6) 2018, resulting with a tsh value of 1.91 uiu/ml. A third sample was collected from this patient and tested on an e601 analyzer, resulting with a tsh value of 6.28 uiu/ml on (B)(6) 2018. The patients were undergoing treatment with corrective therapy at the time of testing. These patients filed a complaint with the laboratory since the clinicians changed their medication dosage based on the roche tsh results. The patients received an overdose of the medication. No further details were provided in relation to the treatment these patients received. It was asked, but is it not known if these patients were adversely affected due to the change in medication dosage. No adverse events were alleged. The customer has two e601 analyzers. The serial numbers of these analyzers were asked for, but not provided. The quality controls were good on the e601 analyzers. Calibration signals are ok, except for runs which occurred on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. An experimental error most likely occurred on these dates. Based on calibration and control recovery, a general reagent issue can most likely be excluded.

Manufacturer narrative:
Samples from the patients were submitted for investigation. The roche tsh values generated from samples of both patients were above the normal reference range. Roche tsh values generated from both samples from patient 2 were consistent, indicating that there was not a measurement specific issue. The investigation was unable to find a definitive root cause.